Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the gastrointestinal videoscope's forceps auxiliary water supply pipe was clogged. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected fields: d8. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint (clogged auxiliary water channel was not confirmed) was not confirmed and was not possible to determine a root cause. However, gap at the distal end event was confirmed and based on the results of the investigation, it is likely that was caused by stress of repeated use, external factors, or handling of the device. It was confirmed that the operation manual describes how to inspect for the suggested events in ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.